Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces during our visual inspection. The insulin pump was received with normal operating currents and passed all functional testing including the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected low battery alert alarms, constant audio or beep alarm, or frozen display occurred during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, stained end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a low batter alert after 20 minutes of a new battery insertion. The customer also reported they changed the battery and the insulin pump was stuck on the version screen. It was also found the buttons were not functional on the insulin pump. Customer's blood glucose was 5.4 mmol/l at the time of incident. The customer also reported a constant tone occurring on the insulin pump. The customer also called back after letting the insulin pump rest for two hours. The customer stated a new battery did not restore normal insulin pump function. Customer agreed to return the product for analysis.